Event description:
Patient's ventilator internal filter dirty, causing air to be blocked. The patient had increased work of breathing, increased respiratory rate. The ventilator was switched out and patient's symptoms resolved.